Event description:
It was reported that the wake button on the pump was damaged and not working. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. There was no adverse impact to the customer's blood glucose level.